Manufacturer narrative:
Additional information received indicated that the patient has not presented back to the clinic. At this time there are no plans for additional intervention. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation there was a "check shock lead" message with this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) defibrillation lead. The current shock lead impedance in triad configuration was 60 ohms. While reviewing the leads trend graph a greater than 125 ohms shocking lead impedance was discovered approximately one month prior. The configuration was changed to rv coil to ra coil and returned a greater than 125 ohms impedance measurement. The shock vector was reconfigured to rv coil to can and returned a 60 ohms shocking lead impedance measurement. The local area sales representative planned to speak with the physician to determine the next steps. To date, there have been no adverse patient effects reported.